Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous implantable cardioverter defibrillator (ICD) system alerted as there was a "broken lead." The lead was explanted and replaced. No patient complications have been reported as a result of this event.